Event description:
Pt underwent a reverse total shoulder arthroplasty on (B)(6) 2007. Pt had great results for the duration of implantation until he heard a "pop" 10-14 days prior to revision. The liner had disassociated from the adapter tray.

Manufacturer narrative:
Return of explanted devices pending.